Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced a wound dehiscence at the ipg site. Reportedly, the physician thinks the wound dehiscence was due to the fact that the patient was on immuno suppressant drugs due to a kidney transplant and also had been on bed rest laying on the ipg site for over a month. As a result, the patient underwent surgical intervention to have their system explanted.